Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the po2s (partial pressure of oxygen) readings were much higher than they actually were. This happened more than five times. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.